Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited inappropriate auto mode switch episodes due to far r-wave oversensing followed by atrial pacing. On (B)(6) the right atrial lead was repositioned. Patient was stable post procedure.